Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Event description:
Its reported, that the consumer underwent a right total hip arthroplasty on (B)(6) 2009. Its further alleged that his right hip had to be revised on (B)(6) 2018 due to elevated levels of chromium and cobalt revealed in blood work.